Manufacturer narrative:
The electronic device logfile has been submitted and provided together with the suspected hme filter the base for analysis. Unfortunately, the user section of the log file covering interactions with the device and patient related alarms was already overwritten with newer entries since the workstation had been used further. The error log section gives evidence that the power-on self-test was completed without deviations at 07:44 a.m. On the reported date of event. At 08:31 a.m. The workstation detected an apnea situation; a leak of 1.5l/min was present in the breathing circuit at that time. The respective error log entry is logically connected to the apnea alarm and - although there's no proof due to missing user log section, dräger concludes that the device behaved as specified and posted the corresponding alarm. No indication for a potential malfunction was found in the log. The filter was visually inspected. The luerlock thread was showing signs of wear. However, a standard sample line could be easily attached and locked properly. The filter had been integrated into the set-up of a lab device. Leak test rates were within expected range and, a 24 hours test run went by without any restrictions in ventilation. No deviation from specification was found with the filter as well as no indication for a potential malfunction of the workstation could be derived from the logs. The device was further used and exhibited no additional problems. Since the exact time of event is unknown, it can't be determined if the recorded apnea situation represents the course of event or not. The exact root cause for the reported issue can't be found. The only thing that can be finally concluded with certainty is that it was neither related to the device nor to the filter. A reasonable explanation would be an improper attached sample line e.g. Overwinding of the connector at the luerlock port of the filter.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has started but neither the suspected product nor the workstation's log file or any other procedure-related information could be obtained so far.

Event description:
It was reported to dräger that the gas sampling line became detached from a hme filter leading to a leak in the ventilation circuit. A temporary desaturation of the pediatric patient down to 85% spo2 was the consequence. Reportedly this did not result in any permanent adverse health effects.